Manufacturer narrative:
The driveline remains implanted. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Review of controller log files was not performed since the log files were not available for analysis. However, inspection conducted on the manufacturer's facility revealed that an old repair was worn out. Additionally, severe uv damage to the driveline was also noted. A driveline sheath repair was performed to mitigate the conditions reported. Based on an investigation conducted by heartware, the most likely root cause of the driveline sheath damage is exposure to uv light. Per the instructions for use (IFU): the instructions for use (IFU) provides driveline care instructions to the clinician for inspecting the driveline for damage to the polyurethane outer tubing (outer sheath). The IFU and patient manual provide general care instructions on cleaning of the driveline, preventing damage to the polyurethane outer tubing (strain relief recessed out of connector). Prevention of damage and inspection of driveline information is also covered during patient and medical personnel training. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported from the site that previous driveline sheath repair was worn out. Recommended new sheath repair. It was stated on the service report from 05/09/2016 that the old repair was removed and it was noticed that the driveline had sever ultraviolet damage. Driveline was repaired and it was stated that there were no pump stops and that the issue was resolved. No additional information available.